Manufacturer narrative:
The pump was received unit with a cracked and bleeding lcd glass. Unable to perform the displacement test due to the damage on the lcd. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports to have leaned against insulin pump causing display screen to crack and have a black streak going through it. Customer's blood glucose was 80 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.